Event description:
It was reported on (B)(6) 2025, the nurse on duty performed central venous maintenance on a patient. After disinfection, when the catheter fixator was opened and fixed to the patient's skin, the catheter fixator snap popped open automatically, and the catheter fixator was viewed, and it was found that the snap was loosened at the place where the fixation could not be performed. The nurse on duty gave a good explanation to the patient, disinfected the patient again, and replaced the catheter fixator for fixation to complete the central venous maintenance.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence however after further review it was determined that a reportable event had not occurred.